Event description:
Reportedly, the ipceea 31 did staple but did not completely cut. The instrument could not be removed from the intestine. A new anastomosis was performed with a new instrument. Sigmoid tissue loss was reported.